Event description:
It was reported that during an unspecified spinal surgery a micropituitary broke. There were no patient complications reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.